Event description:
N/a.

Manufacturer narrative:
Device identifier # 10381780253518 .the device history record (DHR) review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. The definite root cause could not reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1108 mayfield triad skull clamp was still not working correctly. The device slips when they try to tighten on the head. Additional information received on 28aug2019 and 05sep2019 indicated that the device was to be used for a craniotomy. There was no patient contact as they tested the device before it was attached to the patient. There was no patient injury or delay in surgery.